Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was observed on the angiogram. The physician implanted an endurant cuff, resolving the endoleak. However, the cuff was inaccurately delivered and the left renal artery was partially covered. The final angiogram showed brisk blood flow. The physician was not concerned because the patient's creatinine was normal. Per the physician, the cause of proximal type I endoleak and inaccurate delivery leading to partial renal artery coverage were due to patient anatomy, short and irregular aortic neck. No additional clinical sequelae were reported and the patient is fine.